Event description:
It was reported that the right ventricular (rv) lead was exhibiting intermittent high thresholds and high impedance due to the patient's twiddler's syndrome. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.